Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the defective/faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, no image displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
An olympus field engineer evaluated and repaired the device on site; a defective printed circuit board was replaced. A product return is not anticipated. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.